Event description:
It was reported that the unit is going above temperature specifications. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the over-temperature alarm was triggered at 43 degrees triggering the alarm as intended. This is not likely to harm to the patient as the condition would alert the caregiver due to the warning indicator on the unit. The unit will also stop warming if the temperature reaches 45 degrees c. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported that the unit is going above temperature specifications. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.